Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that on telemetry there was a rate drop down to the 30 beat per minute range for this pacemaker dependent patient. It was noted that the lower rate limit was at 60 with auto capture at 1.4 volts. The right ventricular (rv) lead threshold measurements had been 0.7 and 0.9 volts when performed manually. Boston scientific technical services (ts) was consulted and discussed turning of rv autocapture as they should not see loss of capture with beat to beat. The field representative reprogrammed the output to fixed at 2.5 volts. No additional adverse patient effects were reported.